Event description:
A plcr75b was fired and produced malformed staples in the tissue that were then excised; the area was re-stapled.

Manufacturer narrative:
A contact leaf from a previously fired plcr75 was broken off, and jammed in the plc75, which prevented the new plcr75b reload from seating and firing properly. The device was not cleaned properly, in between firings per the instructions for use. Evaluation summary: seventeen uses left. Broken off contact leaf (from previous reload) was lodged by the gear box and prevented the reload from being fully inserted. Returned reload has no damage and contact leaves are intact. Actions: car 0948 has been opened for the issue, and damaged contact leaves. It will be used to capture any further investigations and to ensure the effectiveness of any implemented corrective and preventive actions. See scanned pages.